Event description:
The user facility reported an impella 5.5 in a 69 year old female for chest pain support. Patient had 3 stents placed to the right coronary artery. During left ventricle gram, acute ventricular septal defect was observed. The decision was made to place an impella 5.5 through the right axillary artery, and also contact outside facility to discuss further therapy/options. Due to the subsequent decline, the decision was made to place the patient on peripheral venoarterial extracorporeal membrane oxygenation. The patient was then flown to outside facility.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hematoma: hematoma around site of impella 5.5. Noticed while moving pt to flight stretcher. The cause of hematoma is determined to be use issue because hematoma was caused while moving patient to stretcher. Device history lot: device lot: 1976109. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.